Manufacturer narrative:
Sections with additional information as of: 16-march-2022. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. Syringe was returned for evaluation. Visually inspected returned pen needle (1) and observed pen needle is missing plunger inside the syringe. Defect found. Product evaluation has been completed. Returned product was forwarded to supplier quality to contact the manufacturer. Manufacturer's investigation has been completed, and root cause selected. Most likely underlying root cause: rc-075 supplier manufacturing defect.

Manufacturer narrative:
(B)(4). Syringes were not returned for evaluation. Note 1: manufacturer contacted pharmacist in follow-up call on 08-dec-2021 to verify status of pictures to be sent - able to establish contact with pharmacist who stated she had received the pictures from the customer and would forward to manufacturer. Note 2: manufacturer contacted pharmacist in follow-up call on 20-dec-2021 to verify status of pictures to be sent - able to establish contact with pharmacist who stated she had attempted to forward pictures, but that the e-mail address was invalid. Manufacturer confirmed e-mail address with pharmacist; pharmacist had the correct address. Note 3: manufacturer contacted pharmacist in a follow-up call to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus syringes. Pharmacist had reported complaint to distributor on behalf of the customer. Manufacturer was able to establish contact with pharmacist via telephone. Per pharmacist, the customer had stated that the plunger inside of the syringe is missing; pharmacist did not indicate on how many syringes this occurred. This was not the first time the customer had used the product of this package; the syringes had been dispensed to the customer on (B)(6) (50 months). The package had not been open or damaged when received by the customer. No symptoms and no medical attention associated with the use of the product were reported. Pharmacist stated that she will contact the customer to request they return the syringes, and a return envelope was sent to pharmacist. Pharmacist also advised that pictures of the product and the box that syringes were in were available; pharmacist was provided e-mail address to forward pictures.